Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device was not working was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device ran in the locked position (was power broken). The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that during service and evaluation, it was determined that the motor device ran in the locked position (was power broken), the locking components and flex circuit were damaged and the device also had component damage. It was further determined that the device failed pretests for safety assessment and hand control assessment. It was noted in the service order from chile that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.